Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black pump case: ngp customer returned device for alleged failed battery alarm and charge/battery lasts less than expected found on (B)(6) 2022 device passed the self test, displacement test, and active current test. Pump fails sleep current test. Successfully utilized thus to download history/trace files. The following power loss alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 at 09:40:00.000, replace battery alert [73] on (B)(6) 2022 at 19:11:00.000, replace battery now alarm [11] on (B)(6) 2022 at 19:42:00.000, power loss alarm [6] on (B)(6) 2022 at 19:54:19.000, and battery failed alarm [58] on (B)(6) 2022 at 15:31:57.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Charge/battery lasts less than expected and unexpected battery power loss due to esd latch-up on an ic. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on motor assembly. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, peeling/faded serial number label, and faded end cap address label. No failed battery alarms noted during analysis, failed battery test not confirmed. Charge/battery lasts less than expected and high sleep current confirmed due to esd latch-up on an ic, problem isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received failed battery alarm even if they were using the new battery cap. The insulin pump battery life lasted less than expected. No harm requiring medical intervention was reported. Troubleshooting was performed and advised the customer to discontinue the use of the pump. The insulin pump will be returned for analysis.